Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the calcified tibial vessels. A savion flx guide wire was advanced to cross the lesion and then switched out to treat with a non-boston scientific atherectomy device using a non-boston scientific guidewire. The savion crossed well the first two vessels. Before placing it back into patient's body for the third vessel, the physician straightened the tip with his finger and the tip of the wire fell off. The procedure was completed with another savion wire. No patient complications were reported and the patient's status was doing well.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original box, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn and lot provided by the customer. The returned guidewire had the distal tip bent and a small portion of the polymer jacket detached and not returned. Microscopic inspection revealed polymer jacket detached and not returned confirmed. The device was measured in three sections. The od of the overall length and distal section were unable to be performed. The od of the medium section and the proximal section were within specification.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the calcified tibial vessels. A savion flx guide wire was advanced to cross the lesion and then switched out to treat with a non-boston scientific atherectomy device using a non-boston scientific guidewire. The savion crossed well the first two vessels. Before placing it back into patient's body for the third vessel, the physician straightened the tip with his finger and the tip of the wire fell off. The procedure was completed with another savion wire. No patient complications were reported and the patient's status was doing well. It was further reported that the tip fragment broke outside the patient. No piece of the wire broke inside the patient and the patient is doing well.